Event description:
This patient underwent an embolization of a brain aneurysm. During the procedure the physician met with resistance when attempting to deploy the boston scientific gdc-10 ultrasoft 2mm x 1cm coil. This coil was removed and another like coil was placed successfully with no adverse sequelae to the patient. This is the second time this had happened (also occurred ~3 wks ago with a different patient, same physician) with the same type of coil, (but different size, last time it was a 3mm x 6cm size.)